Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had recurring no delivery alarms during priming. It was found insulin did not exit during a manual push. The customer changed their set and insulin was able to exit correctly. However, a no delivery alarm occurred when the customer primed their insulin pump. The customer's blood glucose was 47 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the prime, excessive no delivery, and displacement tests. However, the pump had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.